Event description:
Patient reported they will have to go through dental surgery due to swollen lymph nodes allegedly from the use of the aligners. They also experienced metallic taste, lack of taste on their left side of their mouth, ear pain. All this after using the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.